Event description:
It was reported that a dual lumen catheter was used after the use before date. The dual lumen catheter is used to insert the guidewire. This device is not intended to be implanted in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Actual device not returned; hence, no device evaluation performed. Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device not received for evaluation.